Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker cleared the certificates in the device to resolve the issue. The caused due to the operator interrupting the software update by opening the lid. Stryker archived the device and the customer receive a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.